Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the patient was found on the floor with a deflated tr band. Air was reintroduced; however, it was felt that air was leaking out. Manual pressure was applied, and the patient was good. The blood loss was less than 250cc. The type of procedure performed was heart catheterization.